Event description:
A physician was using a gel mark ultra biopsy site marker during a breast bispsy in conjunction with a mammotome biopsy device. When she removed the ge mark ultra application from the mammotome probe, she observed that the tip had sheared off. It is unknown if the tip remains in the patient's breast. There were no patient adverse effects.